Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had a MRI and had their shunt reprogrammed in a clinic setting in the interim. According to the report, shortly thereafter, the patient presented to the ER with a shunt malfunction from the valve that had gotten stuck between setting and had limited to no drainage of fluid. The valve was able to be reprogrammed after multiple attempt's, and the patient's symptoms improved in the ER. Reportedly. The patient was taken electively to the operating room to have their valve explanted and replaced with a different valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.